Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The device has been returned for eval and the investigation is currently underway.

Event description:
It was reported that the physician advanced the sheath in the pt; however, after the sheath was advanced, the marker band could not be seen. Therefore, the physician removed the sheath and identified that the marker band had moved proximally on the sheath. Reportedly, the physician had pre-dilated the access site to a 12f before advancing the device in the pt. The physician exchanged the device for another recovery cone; however, the filter could not be retrieved. Allegedly, the filter was tilted and the apex was embedded in the vena cava; while attempting to retrieve the filter the physician was unable to position the cone over the apex of the filter. The physician plans to bring back the pt in four weeks. There was no report of injury to the pt.